Event description:
Brightwire was introduced in lad - wire get stuck in proximal section of implanted stent (between stent strut & vessel wall) resulting in a dissection. A stent was implanted to correct dissection. Patient discharged from hospital 1 day after procedure without further problems.

Manufacturer narrative:
A physical inspection of the device was performed by a team consisting of manufacturing engineering, r&d, and qa. The physical examination of the brightwire was unremarkable, except for a sharp bend just at the proximal end of the screw tip glue joint of about 30 degrees. A few slight kinks in the distal coil section were noted, but no significant coil stretch or other damage was noted. No significant damage or distortion of the proximal coil or the hypotube was found. The pressure sensor was functional. A more detailed microscopic examination of the brightwire housing did not reveal any marks or damage to the brightwire. There were no observed process or workmanship defects noted on the wire. There was no observed evidence to conclude that the wire was out of specification.